Event description:
The planned surgical procedure could not be completed after placing pt under anesthesia because the necessary eeg monitoring could not be performed. Intermittent and unpredictable artifact on the tracings were of significant concern to the eeg tech such that they were unable to be confident in their ability to monitor for changes in brain activity during the case.